Event description:
The impedance measurements during inter-op were 1500-3500 ohms. Post-op the impedances were all about 3500 ohms. Contacts 2 and 6 were greater than 25,000 ohms. The patient felt no stimulation even at 10v. The impedances were checked at a later date and all were within normal range except for contact 6. They were then checked again with no change. Contact 6 was greater than 10,000 ohms. The patient felt paresthesia in the anticipated area.

Manufacturer narrative:
Lead: model 3777-60, lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:. Programmer: model 37744, serial# (B)(4), implanted:, explanted:. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted:. Adaptor: model 3550-29, lot# n283097, implanted: (B)(6) 2012. (B)(4).